Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed off no power. The patient's blood glucose at the time of incident is unknown. The customer changed the battery to a brand new energizer aaa battery. There was no low battery alarm in the alarm history. The device was not bumped or dropped. There were no unattended alarms either. The battery cap was not damaged or corroded either. The cause of the off no power alarm remains unknown. No products were returned and a replacement battery cap was shipped to the customer.